Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 4 and 24 hours. The patient reports the pods adhesive failed to adhere and the cannula had become dislodged from the pod infusion site. In addition, the patient reports receiving a pod communication error during operation. Once at the hospital the patient was treated with intravenous fluids as well as insulin. The patient was at the hospital for 10 hours. The patient reports they are using pen injection for insulin delivery as they did not have any pod replacements after this event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition, it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.